Manufacturer narrative:
(B)(4). User facility report number - mw5061785. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector allowed backflow of saline and blood from the IV site. This occurred upon disconnection of the device after a radium treatment. The reporter stated that there was no blood loss outside the device. There was no patient injury or medical intervention associated with this event. No additional information is available.